Event description:
It was reported by the nurse that the customer had a motor error alarm and a no delivery alarm. Customer's blood glucose level was 452 mg/dl. Customer was being treated at the hospital. Customer does not want to return the set or reservoir for analysis. Customer was admitted to the hospital on (B)(6) 2014. Customer woke up this morning stating that the pump was not working. Customer's blood glucose level was over 400 mg/dl and she started to feel tightness in her chest. Customer is still in the hospital. Customer was wearing the pump at the time of the hospitalization. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.